Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported after the trial procedure she vomited. The patient stated she was told by the healthcare professional (hcp) they would gave her some medication to prevent vomiting, but she ended up vomiting. The patient also noted after the trial procedure she also couldn¿t get enough oxygen and she had to sip oxygen from an instrument that had a gauge on it. The patient reported she did not have pain. The indication for use is unknown.